Manufacturer narrative:
The customer contacted the siemens customer care center regarding the discordant, high prothrombin time (pt) / inr, low repetition measurement (%) patient results on both cs-5100 and cs-2100i coagulation analyzer systems. The patient sample was sent to siemens for evaluation and investigation. The investigation included evaluation of the patient sample for the following: factor viii, factor ix, factor v, factor ii, and lupus la1/la2. The patient sample showed a factor ii and factor ix deficiency. Therefore, the complaint could not be confirmed. In addition, headquarters support center (hsc) checked customer backup files and measurement kinetics were evaluated to be correct. Quality control was acceptable. As per the instruction for use (IFU), the dade® innovin® reagent is manufactured using recombinant human tissue factor and synthetic phospholipids which do not contain any other clotting factors and is highly sensitive to factor deficiencies and oral anticoagulant treated patient plasma samples. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant high prothrombin time (pt)/ inr (international normalized ratio) patient results with low repetition measurement (%) were obtained on one patient with no flags on both cs-5100 and cs-2100i coagulation analyzer systems. Initial patient results were reported to the physician and questioned. The same sample was tested again (repeat results) on the same systems the next day and the repeat results were generated with lower pt and inr values and higher repetition measurements (%) confirming clinical expectation. A corrected report of the repeat results was sent to the physician. There was no known impact or adverse health consequence to the patient due to the reported discordant, high pt / inr results and low repetition measurement (%).